Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 8631.

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6) +19.5d) was explanted due to blurry vision and visual disturbance. A new lal+ (B)(6), +20d) was implanted as a replacement.